Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The right ventricular lead was capped and replaced due to an r wave amplitude of 1.5mv. There were no anomalies noted with the reported lead. The patient is in stable condition.